Manufacturer narrative:
The reported events were lead dislodgement and ¿screw was not properly attaching to tissue¿. Analysis was normal o anomalies were noted. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was dislodged. A procedure to reposition the lead was attempted but unsuccessful due to difficulty in re-attaching the lead's helix to tissue. The lead was explanted and replaced. The patient was stable.